Event description:
It was reported that the patient has been experiencing problems with the cuff of this artificial urinary sphincter (aus), as it is not closing properly. It was recommended to the patient to see the physician for evaluation. No further information has been reported.

Manufacturer narrative:
Event date is approximate.